Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, the following information was requested, but unavailable: the following information will be requested from bq: it was reported that ". The clip did not fully ligate and the clips did not lock." 1. Please clarify, did the clip not hold onto the suture thread? Unk. * if yes - please confirm how many devices demonstrated the reported alleged deficiency? Unk. - what suture type and size was used? Unk. - when the event occurred, was the suture placed near the hinge of the clip? Unk. - were you able to lock the clip closed on the suture? Unk. If yes, after it closed, was the clip holding securely fixed on the suture? Unk. - was the applier checked for damaged (jaws straight and aligned)? Unk. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Unk. 2. Please clarify, did the clip not load into the applier? Unk. * if yes - please confirm how many devices demonstrated the reported alleged deficiency? Unk. - please explain how the clips were loading into the applier? Unk. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading unk. - was the applier checked for damaged (jaws straight and aligned)? Unk. - please provide the applier product code? Unk. - please confirm if there is an issue with the applier? Unk. If yes, please create a product complaint and provide the respective reference number(s). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(4). - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "¿the clip did not fully ligate and the clips did not lock..." 1. Please clarify, did the clip not hold onto the suture thread? * if yes. - please confirm how many devices demonstrated the reported alleged deficiency? - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? - was the applier checked for damaged (jaws straight and aligned)? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? 2. Please clarify, did the clip not load into the applier? * if yes. - please confirm how many devices demonstrated the reported alleged deficiency? - please explain how the clips were loading into the applier? - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge. When loading. - was the applier checked for damaged (jaws straight and aligned)? - please provide the applier product code? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received inside of the opened foil with only 2 clips loaded, and along with 2 loose clips. One of the clips loaded was moved inside the cartridge and one of the loose clips was returned damaged. The clip moved was accommodate in the cartridge and the loose clip in good condition was manually loaded and the clips were tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the three clips as intended over the suture. The event reported was confirmed and it is related to improper use of the device due to the returned clip damaged. Please reference the instruction for use for more information: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. Under endoscopic visualization, the suture is placed within the jaws of the loaded clip away from the latch area. Position the clip by sliding it down the suture until it makes contact with the tissue. Note: excessive tension may cause suture and clip to pull through tissue or may cause clip slippage. The applier jaws are closed by squeezing the handle of the applier until the clip is visibly locked. In all cases, the surgeon should verify closure and security. Please reference the instruction for use for more information. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the clip did not fully ligate and the clips did not lock. Another device was used to complete the case. One device will be returning. No further information is available. There were no adverse reported. Additional information was requested.